Event description:
(B)(6). It was reported that, clinical adverse event received for severe post operative pain. Event is serious and is considered moderate. Event is not related to device and is definitely related to procedure. Date of implantation: unknown. Date of event (onset): 1/13/2022. (Unknown knee). Treatment: unspecified injected medication, unspecified oral medication, and femoral nerve block.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error, it is a competitor product and will be reported as concomitant. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.